Event description:
It was reported that an bd vacutainer® serum blood collection tubes had discolored additive. The following information was provided by the initial reporter: "material no. Unknown, batch no. Unknown (provided 03187982) it was reported that the tubes appear to be "cloudy". Related to pr 2488611-customer provided this additional lot number on 2/26/2021."

Manufacturer narrative:
H.6. Investigation: bd received (B)(4) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality or cloudy tubes with the incident lot was not observed as all product specifications were met. The coating/additive appeared normal and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an bd vacutainer® serum blood collection tubes had discolored additive. The following information was provided by the initial reporter: "material no. Unknown, batch no. Unknown (provided 03187982). It was reported that the tubes appear to be "cloudy". Related to (B)(4) customer provided this additional lot number on 2/26/2021."